Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and reload. The instrument was received with the firing knobs retracted and the articulation lever in neutral position. A broken reload adapter was loaded onto the instrument. Visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. The proximal end of the adapter was broken from the reload. Engineering evaluation of the cartridge found that the staple pushers were sub flush throughout the cartridge length. The broken piece of reload adapter was removed from the instrument and the instrument was loaded with post market vigilance (pmv) representative reloads for functional testing. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The reload was disassembled for evaluation of internal components. This examination noted vane deformation in the cartridge sled indicating the device was applied to tissue thickness beyond the indicated range for use. Further engineering evaluation also noted damage to the knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a wedge resection, the device operator felt that the device was difficult to remove. The manual handle clamped to a portion of the lung and fired but the knife blade would not retract and the stapler would not release from the lung. Additional tissue was resected to correct the problem as the attending surgeon used a competitor's device to cut under the stapler and pull the entire stapler out of the laparoscopic port hole. No other adverse events were reported.